Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
On emdr 3030677-2025-000228, the "date received by manufacturer" should be 01/14/2025.

Manufacturer narrative:
On emdr 3030677-2025-000228, the "date received by manufacturer" should be 01/14/2025.